Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. PMA/510k - this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1, -14.50/3.50/092 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2020. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem.